Event description:
Reportable based on analysis approved on 04/04/2007: it was reported that during a pta and stenting treatment procedure, the balloon did not inflate. No further info is available about, this event.

Manufacturer narrative:
Device analysis: device analysis confirmed that it was not possible to inflate the balloon due to a longitudinal tear in the balloon material measuring approx 6mm in length and running from the distal edge of the distal markerband to the distal balloon bond. Microscopic examination of the balloon material at the leak site could not identify any issues with the balloon or the distal markerband that could have potentially contributed to the complaint incident. Visual examination found that that the balloon had been subjected to positive pressure. Visual examination of the device found that the stent was free moving on the balloon and that the proximal and distal stent struts were slightly expanded. Examination of the stent found that there were no sharp points or any damage with the struts that could have caused a tear in the balloon material. Examination of the balloon found a faint impression of where the stent was crimped in its correct position. A review of the MFR record for batch 9131198, shows that the device met its material, assembly and product spec(s). No other complaints have been received for this batch number. The root cause of the complaint incident could not be identified.